Event description:
The complaint is reported as: wing broke off from the peel-away sheath. No medical intervention required. The user had to pull a little part of the PICC out with the peel-away and remove it from the PICC. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath and a lidstock for evaluation. Signs-of-use were observed on the peel-away extrusion. Vis ual analysis revealed that one sheath tab was separated from the extrusion. A portion of the sheath body was still molded to the tab. Microscopic examination revealed that the separation points were rough and jagged. Microscopic examination of the intact half of the peel-away revealed a small divot directly adjacent to the point where the extrusion meets the tabs. This divot was evident from either side of the extrusion and appears consistent with a manufacturing defect. The score lines appeared to have a uniform tear completely down the extrusion. The total length of the sheath body measured to be 4 1/8" which is within the specification limits of 3 7/8"-4 1/8" per the peel-away graphic. The outer and inner diameter could not be accurately measured as the sheath was already peeled apart. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "grasp tabs of peel-away sheath and pull apart, away from catheter, until sheath splits down entire length." The customer report of a separated sheath tab was confirmed by complaint investigation of the returned sample. Visual analysis revealed that one half of the sheath had separated directly adjacent to the tab. Microscopic examination of the intact half revealed a small divot that was visible from both the outside and inside of the extrusion. The sample passed all relevant dimensional testing. A device history record review was performed, and a no relevant findings were identified. Based on the condition of the sample received and the customer report, manufacturing likely caused or contributed to this event. A non-conformance request was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: wing broke off from the peel-away sheath. No medical intervention required. The user had to pull a little part of the PICC out with the peel-away and remove it from the PICC. No patient harm reported. The patient's condition is reported as fine.